Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the damaged housing and pin was confirmed with the evaluation of the returned power module (serial # (B)(4)). The damaged parts were replaced, and preventative maintenance was performed. Performed full functional checkout, which passed all test. The power module was returned to the rental pool. Device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmateii power module (serial # (B)(4)) was shipped to the customer on 11feb2013. Hmii IFU and hm3 IFU, have details on the proper use of the power module. If the power module does not function properly, the company's technical service department should be contacted for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during routine maintenance the technician recognized a broken pin in the socket on the power module (pm) that is designated for the system monitor cable. It was later reported that damage to the pm housing and battery door was also found and maintenance was required. No further information was provided.